Event description:
Procedure: ventral hernia repair. Sex: unk. Reportedly, the patient experienced a perforation of her transverse colon as a result of migration of a spiral tack within 12-24 hours of her ventral hernia repair.